Event description:
Pt (patient) arrived to obed (obstetrics emergency department) at (B)(6) on (B)(6) 2024 with c/o (complaint of) abdominal pain & n/v (nausea/vomiting). Evaluated by, ob hospitalist, dr. (B)(6). Upon speculum exam, fetal scalp electrode noted in cervical os with wire cords noted around the cervix. A ring forceps was used to grasp the fse (fetal scalp electrode) and was easily removed. No abnormal vaginal discharge or active bleeding noted. CT (computed tomography) of abd/pelvis (abdomen/pelvis) findings consistent with appendicitis. General surgeon dr. (B)(6) consulted. Pt underwent laparoscopic appendectomy. D/c'd (discharged) home next day, (B)(6) 2024. Fse will be part of the count whether it be a vaginal or cesarean delivery. Rca (root cause analysis) performed.